Manufacturer narrative:
Analysis of the pump (B)(4) revealed a leaking outlet port in the pump fluid path due to a damaged o-ring, a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication, and a pump motor gear train anomaly involving a stall due to shaft/bearing.

Event description:
Additional information was received from a company representative regarding a patient receiving an unknown drug. It was reported that the patient's therapy was therapy was normal and effective with no difficulties. However, upon opening the abdominal pocket to remove the old pump drug buildup around the pump second attachment point was seen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regard to a patient receiving an unknown type of medication via an implantable infusion pump. The indication for use (IFU) was listed as stenosis and non-malignant pain. On (B)(6) 2015, the drug seemed to have leaked out a bit right at the pump connector piece. The healthcare professional (hcp) decided to remove the pump segment of catheter and replace. There were no complications. The catheter was reported to have a performance issue. The pump was reported to have no performance issue. The drug information, other medications, pertinent medical history, symptoms, and troubleshooting were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.